Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm as well as customer experienced the low blood glucose level. The customer's blood glucose value was 212 mg/dl and sensor glucose was 338 mg/dl at the time of the incident. The customer's low blood glucose value was 53 mg/dl. The customer was assisted with the troubleshooting for the sensor glucose versus blood glucose level. The insulin pump will not be returned for the analysis and sensor will be returned for the analysis.

Manufacturer narrative:
Concomitant products were added.